Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 5 days of use, the catheter was found broken. There were allegedly no missing piece remaining inside of the patient's body. The catheter was inserted into the patient for bladder drainage. The patient had delirium. There was no abnormality during pretest. On 5th day of use, the user found that there was a broken catheter on the patient's abdomen. The user stated that the catheter was potentially torn out of, or cut with scissors by the patient. No catheter replacement was performed. There was no health injuries reported.

Manufacturer narrative:
The reported event was confirmed. The device was returned for evaluation. Visual inspection of the sample showed the catheter was broken at the shaft. The surface was normal in appearance with the presence of typical tears from breakage of the catheter. The tear looked like the shaft was pulled with external forced that could caused the catheter to break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts, or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing related processes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not pull the catheter hard. [The bladder/urethra may be injured.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 5 days of use, the catheter was found broken. There were allegedly no missing piece remaining inside of the patient's body. The catheter was inserted into the patient for bladder drainage. The patient had delirium. There was no abnormality during pretest. On 5th day of use, the user found that there was a broken catheter on the patient's abdomen. The user stated that the catheter was potentially torn out of, or cut with scissors by the patient. No catheter replacement was performed. There was no health injuries reported.